Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Moreover, the lead cut to retain wire access allegation was confirmed basing on the finding of the cut in the insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead exhibited an increased in threshold measurements, loss of capture (loc) and micro lead dislodgement. The pacing system analyzer was used to test, however, loc still exhibited. Furthermore, the physician tried to maintain an access by carving out the lead to put the wire in lead. A broken lead insulation will be returned. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an increased in threshold measurements, loss of capture (loc) and micro lead dislodgement. The pacing system analyzer was used to test, however, loc still exhibited. Furthermore, the physician tried to maintain an access by carving out the lead to put the wire in lead. A broken lead insulation will be returned. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.